Event description:
The customer states that the axsym cover lift mechanisms are not holding the processing cover upright. The customer was hit on the head by the axsym cover. The customer states that no injury occurred and no medical treatment was sought.